Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed device was in backup mode and inappropriately shocked the patient. There was also loss of radio frequency telemetry noted. Device was reset via programming changes. The patient condition was stable and patient was discharged.